Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a lunderquist super stiff was unable to cross the arch again. It was noted there was a kink in the extra stiff wire and dissected the a01ia. No pressure was noted and cardiopulmonary resuscitation (CPR) was initiated with emergency medications. An angiogram revealed the dissected aorta and a stent graft was attempted to be placed to cover the dissection. However, the patient died. It was repotied that the patient was on chronic steroid use and post mastectomy with radiation to the left breast. The subclavians were calcified and there was no other option for deployment. The physician reports the steroid use played a role in the dissection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).